Event description:
A report was received that the patient was experiencing difficulty charging. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was experiencing difficulty charging. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information indicated that the patient underwent the ipg replacement. The patient is reportedly doing well. Device evaluation indicated that the ipg passed photographic imaging tests performed. The ipg exhibits the damages that are characteristics of analog ic damage. The battery depletion rate has changed just after being implanted. Other symptoms are excessive current leakage, and low impedance between vh to ground. These are the characteristics of analog ic damage due to high-voltage transient.